Manufacturer narrative:
The insulin pump was received with missing segments due to cracked and bleeding lcd glass. The displacement test was unable to be performed due to missing segments. The insulin pump was received with cracked reservoir tube lip, minor scratches on the lcd window and scratched reservoir tube window. (B)(4).

Event description:
Customer's mother reported via phone call damage on the insulin pump. Customer's mother advised there is a crack on the screen and it was caused when the customer tripped. Customer tripped and fell at school and the lcd screen has spots of darkness making the screen impossible to read. Troubleshooting for the cosmetic damage was performed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.